Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they receive questionable results for four samples from the same patient tested for the elecsys tsh assay (tsh), elecsys ft3 iii (ft3), and elecsys ft4 ii assay (ft4) on a cobas 8000 e 602 module (e602). The customer stated that the ft3 and ft4 values were high since october 2017 and not confirmed with another testing method. The ft3 and ft4 values were not consistent with the patient's clinical situation. Of the four samples, one had an erroneous tsh result that was reported outside of the laboratory. The sample resulted with a tsh value of 1.21 mui/l when tested on the e602 analyzer. The sample was repeated on a beckman analyzer, resulting as 1.69 mui/l. No adverse events were alleged to have occurred with the patient. The patient did not receive medical treatment. A first "medical prescription" was done for asthenia and amenorrhea. The e602 analyzer serial number was asked for, but not provided. The differences in tsh values generated with assays from both manufacturers are related to the overall setups of the assays, the antibodies used, differences in reference materials, and differences in the standardization methodology used. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.